Event description:
It was reported that during implant attempt, when the physician tined the setscrew, the impedance was more than 2500 ohms. The setscrew was tried to connect sometimes. Then the lead was not inserted into the connector, and setscrew was not able to turn. This device was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.